Event description:
The pt phoned to advise they have been in exteme pain since their hip surgery 2000 and can no longer walk. They states they have seen at least 10 doctors that couldn't help them and they now think their hip may have been recalled. Update - according to op report the pt was revised due to aseptic loosening of the femoral stem.